Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union was reported to be due to the interlock screws working loose and creating instability at the fracture site. The previous im nail had one proximal interlock screw and one distal interlock screw. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The im nail was replaced with a 10mm x 360mm, standard nail with one proximal screw and two distal screws. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the right femur; was replaced due to a non-union found during follow up.